Event description:
Catheter noticed to be severed at thin/thick junction. Also at junction of strain relief collar and winged hub. No patient outcome was provided by reporter.

Manufacturer narrative:
Patient outcome was not provided by reporter. Separation is not specifically labeled in the IFU. No product was sent in for investigation. One hundred percent qc verification that all catheter lumens are open and not occluded. One hundred percent qc verification that catheter surface is free of damage and excessive imperfections. One hundred percent qc verification that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to manifold without voids or cracks. An IFU exists which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Design verification and validation activities have been performed. The complaint device was not returned for evaluation. Based on the type of usage, it is possible that the product was exposed to forces beyond its intended design. Preventive action has been issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.